Manufacturer narrative:
Unable to prime during prime/delivery test and motor error alarm during the basic occlusion test due to faulty back pressure sensor. Motor passed motor test. Pump received with cracked reservoir tube lip, scratched lcd window and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 585 mg/dl, which was treated with manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.